Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the internal device. Initially, the hearing loss was intermittent and then it just stopped. External parts have been checked without improvement. Re-implantation is scheduled for (B)(6) 2026.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user is no longer able to hear with the internal device. Initially, the hearing loss was intermittent and then it just stopped. External parts have been checked without improvement. The user has been re-implanted.